Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the stem became stuck to the stem inserter. Surgical delay of 2 minutes occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: there were issues with the stem inserter in the loan set. It became stuck on the definitive stem even after trying to tap it out. When the stem inserter was reattempted to be removed other tools had to be used to assist in getting the stem inserter out. This is the second time this has happened to surgeon and both times have been with loan sets (this has not occurred with the consigned set). The first pc was pc-001585259. The product was returned to medtech orthopaedics for evaluation. Visual inspection of the returned that the summit standard imp. Inserter found that the tip was deformed. Stem wasn't retuned for evaluation. The potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a laboratory sample mating device and the summit standard imp. Inserter couldn't sit properly due to the bent of the tip. However we cannot confirmed jammed and unable to disassembled allegations because we didn't received the other mating device. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter couldn't sit properly due to the bent of the tip. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: there were issues with the stem inserter in the loan set. It became stuck on the definitive stem even after trying to tap it out. When the stem inserter was reattempted to be removed other tools had to be used to assist in getting the stem inserter out. This is the second time this has happened to surgeon and both times have been with loan sets (this has not occurred with the consigned set). The first pc was (B)(4). The product was not returned to depuy synthes, however photos were provided for review. See attachment mg_5244.jpg, img_5243.jpg. The photo investigation revealed that the summit standard imp. Inserter was worn at the tip. This condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. However, the photos do not provide sufficient evidence to confirm the reported allegation. Functionality issues of the device cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the summit standard imp. Inserter would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.